Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, error codes 116, 117 and 118 all occurred due to malfunction of motherboard, solid state drive (ssd) , graphics board, power supply unit, printed circuit (cpu) board, and memory failure. The root cause of the boards could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide a correction to b5.

Event description:
The reported event (e116, e117, and e118 error codes) was found during the device inspection. The customer did not report a complaint associated with the device.

Event description:
The customer reported to olympus, the visera 4k uhd camera control unit received an e116, e117, and e118 error codes. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.